Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient called because they received a follow-up letter asking what actions if they took to resolve their issues discussed previously. The patient reiterated the loss of therapy and recharging events previously discussed. The patient stated that they followed-up with their doctor on (B)(6) 2017. The patient said everything is working fine, but they are still working on the recharging issue. The patient mentioned that they are " still up to 4.0 volts on the legs and 1.2 on their arms." The patient stated that for their legs they have usually been at 1.2 but when they had surgery they were up to almost 5 or 8.0 and the patient was told that it was probably because of the swelling. The patient thought that it would probably go down once the swelling went away which it did, but they never got back to a 1.2 and it went to like a 3.2. The patient was wondering why they couldn't get back down to 1.80 on their legs and .65 on their arms. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: report number 3004209178-2017-08816 adverse event and product problem should have been selected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient wasn't feeling stimulation in his arms like he used to. Patient stated he was keeping the voltage at 5.6v and was feeling like he is backsliding and going backwards but kept plugging along. Patient also reported that when he stood up stimulation went away. Patient reported stimulation "works beautifully" when he was laying down, but when he stood up he started to feel it depleted. Patient once didn't turn the stimulation down from his standing position to laying down and it "shot him out of bed like a rocket." Patient had an appointment scheduled with the physician on (B)(6) 2017 where he was expecting a manufacturer representative to be present. Patient also stated during the revision in the recovery room, they noticed a mole which was tested and found to be melanoma. It is unclear whether melanoma is related to the device, follow up is being conducted to obtain further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-21. It was reported that the patient experienced intermittent loss in stimulation coverage. After meeting the patient for reprogramming on (B)(6) 2017, the patient stated that his coverage was much better and he was satisfied with the reprograming. There were no further complications reported or anticipated.